Manufacturer narrative:
Other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Catheter analysis results revealed a hole in the catheter body and dark residue occlusion in the dispensing holes in the catheter body. The printout obtained upon device return for analysis indicated that the pump was delivering dilaudid (2.5 mg/ml at 0.7015 mg/day) and bupivacaine (30.0 mg /ml at 8.418 mg/day).

Event description:
The devices were explanted and returned due to the elective replacement indicator, but analysis results revealed catheter non-conformances. No symptoms were reported. A supplemental report will be submitted if additional information is received. The pump's indications for use were breast and malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.